Manufacturer narrative:
The device has not been made available for analysis. Should the device be returned to the manufacturer, a supplementary report shall be submitted. This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, it was reported that during initial implantation, the surgeon experienced fibrous tissue whilst inserting the electrode array. It was reported that the surgeon attempted to force the electrode and sheath through the tissue; however, was unsuccessful and subsequently, a 3-4mm piece of sheath material allegedly broke away and was left insitu. The surgeon abandoned the initial device and successfully implanted the patient with the backup cochlear implant.